Event description:
Patient called lfs alleging that their meter was reading inaccurately high. It was discovered during troubleshooting that their meter was set to the incorrect unit of measure. Patient stated that they might have accidentally changed the unit measure when attempting to change the code number on their meter. No evidence of meter malfunction. Patient stated that because of the in accurate high readings the patient increased their metformin from 1 pill a day (1/2 in the morning and 1/2 pill in the evening) to 3 pills a day (1 pill in morning, one at noon, and one in the evening). On the day of the event, the patient tested in the morning and obtained a result of 111 mg/dl (patient may have interpreted this as (11.1 mmol/l) they took 1 pill of metformin and ate breakfast. At 1:30 pm the patient was feeling "anxious" so they went to the hospital. Their blood sugar was tested and the result was 3.0 mmol/l. The patient was given some sugar, cheese, and crackers. The patient did not eat or test their blood sugar prior to going to the hosp. The case is being reported as an adverse event because use error led to the patient suffering a serious injury.